Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained two hours post meal of 98, 77 and 84mg/dl. The customer¿s expected blood glucose test result two hours post meal is 145mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 02/28/2023 and open vial date is more than four months ago (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history; customer provided the following results from her notes: result 1: 98mg/dl am fasting 2 hours after a meal (B)(6) 2022, result 2: 77mg/dl 2 hours after a meal (am) (B)(6) 2022, result 3: 84mg/dl fasting 2 hours after a meal (am) (B)(6) 2022.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Manufacturer narrative:
Sections with additional information as of 15-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed expiration date.